Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm alerted the patient with low blood sugar level. The patient is unable to recall the cgm value. The patient self-treated by taking glucose tablets but her cgm only increased to 46 mg/dl. Shortly after, she experienced a glycemic seizure and was only partially coherent. The patient¿s daughter checked her blood glucose using a bg meter, which showed a reading of over 500 mg/dl, while the cgm receiver displayed 46 mg/dl. She was unsure if any additional treatments were administered, noting that her memory tends to be impaired following seizures. As a result, she had difficulty recalling the details of this event. The patient did not seek emergency medical care. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient states she is not feeling very well but is managing. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.